Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that there was noise. It was further reported that there was sensing difficulty. The device was explanted and replaced. The noise persisted on the replacement device, and a new lead was then implanted. No patient complications have been reported as a result of this event.